Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The customer experienced elevated blood glucose symptoms and was admitted into the hospital. The blood glucose results obtained at the hospital were not provided. The customer was treated for hyperglycemia, however the type of treatment provided was unknown. The customer was hospitalized for two days. After the customer was discharged from the hospital, he stayed connected to the infusion device until (B)(6) 20222, which is when he had elevated blood glucose levels over 500 mg/dl. The doctor recommended that he disconnect from pump therapy and the customer is now using alternative therapy.